Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was exhibiting external noise signals which was being sense by the device resulting in oversensing and pacing inhibition. The lead remains in service.